Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead, which resulted in pacing to be delivered when not required. In addition, there was low amplitude on the ra and right ventricular (rv) leads. Subsequently, t-wave oversensing occurred on the ra lead, which resulted in pacing inhibition. Ts discussed reprogramming options. Also, there was intermittent pacing impedance spikes on the ra lead. This pacemaker remains in service. No adverse patient effects were reported.